Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer / asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that four u by kotex click super absorbency tampons were difficult to remove and started to unravel and fall apart upon removal.